Event description:
Litigation alleges that patient has developed significant pain in the implanted hip which continues to this day.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The patient name was updated and added patient date of birth, event date, and hospital name.

Event description:
Litigation alleges that patient has developed significant pain in the implanted hip which continues to this day. Doi: (B)(6) 2008 - dor: none reported (left hip). Patient is a resident of (B)(6). Update - (B)(4) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address metal-on-metal sensitivity and loosening of the stem, which was competitor product.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
The complaint has been reopened because the patient has now been revised and additional information received. Depuy will notify the FDA of the results of the investigation once it has been completed. Added: age, explant date. Corrected: event description. Also, compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): MFR/product: zimmer femoral stem, event: this was used in conjunction with depuy product in this patient.